Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotted tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and tubes with no additive were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; however there were related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for incorrect additive quantity with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes were found to contain an insufficient amount of anticoagulant.